Event description:
An account manager reported that a microscope's optical head came loose and disconnected from the microscope prior to surgery. The head was held back from falling due to surrounding cords. There was no patient involvement. Additional information was received from the company service representative indicating that the head did not disconnect from the microscope as was initially reported. The site had non-approved oculars connected to the microscope. The detachment happened between the camera and the image guided unit and the camera cords caught the detached unit from falling any further.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. However, the event was confirmed at the site, but why or how the component came loose is inconclusive. The root cause cannot be determined conclusively. (B)(4).